Event description:
Breg received legal notice of filed lawsuits each with multiple complainants, 45 in total, 2 for polar care cub alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims.

Event description:
Breg received legal notice of filed lawsuits each with multiple complainants, 45 in total, 2 for polar care cub alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims.